Event description:
It was reported that there was a difficulty disconnecting the patient line of a cassette from the female connector (dark blue) of a peritoneal dialysis (pd) transfer set. This issue occurred during use of the device for peritoneal dialysis therapy, during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(6) united states. Baxter healthcare (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.